Manufacturer narrative:
Replacement reagent was sent.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that total protein (tp) reagent cartridge was leaking and the customer thought it appeared that the caps were loose. No injury was reported on this issue.